Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter was open and the 2-way stop cock was closed. The stent graft was partially released for 40 min. The outer sheath is elongated and torn off at the guiding tube. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a procedure to place a stent graft mid-cephalic, the device failed to deploy. The doctor went through the graft, sheathless, using a guide wire. There was no difficulty in advancing the 25cm to the intended site, as the anatomy was mild and not tortuous per the doctor. Once at the intended site, a lot of force was needed to try and deploy the stent graft, which failed to deploy. The device was removed from the pt and another stent graft was used to complete the procedure without any difficulty. No injury to the pt reported.